Event description:
(B)(6) hospital uses bard product number dfc100 surestep provon foley care wipes. One of our nurses went to do a peri care on her intubated foley patient and when she opened the wipe package the nurse saw that the wipe had some type of mold on it. The wipe was never applied to the patient, however, we pulled the entire lot number (bmangj03), because we did not know if the product with this lot number was infected. This lot number also was used in other patients, with no noticeable sign of mold, however, we do not know if the wipes were still infected. Product name: provon surestep wipe. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016.